Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The interrogated monitoring voltage was 9.17 volts and the remaining battery life to elective replacement indicator was 98 percent. A review of the device memory noted open lead measurements on august 24, 26, 31, and september 1, 2017. Commanded test shocks were successfully delivered. No popping sounds were heard and no impedance warnings were issued. It was concluded that this device performed normally throughout laboratory testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. The field clinical specialist reported that the physician was experiencing difficulties inducing the patient into a sustained ventricular fibrillation (vf). Following the last attempt, ventricular tachycardia (vt) was unduced. The arrhythmia was detected and successfully terminated following shock delivery. However, at the time of shock delivery, a "pop" noise was heard. A high out-of-range shock impedance was displayed. A low energy commanded shock was delivered and a normal shock impedance was recorded. A second induction test was performed . The induced arrhythmia was detected and terminated following shock delivery. Similarly, a high out-of-range shock impedance was displayed. The subcutaneous sutures were removed and the device was disconnected and replaced. Defibrillation threshold testing was repeated with the replacement device and no issues were identified. The available information suggest that the replacement device and electrode remain in-service. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully.